Event description:
Facility reports that the electric pen drive runs continuously when the handle is in lock position. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six month was reviewed. The item was previously returned for service on 26-feb-2013 due to overheating. A service request for this item was called in on 20-aug-2013 for runs continuously when the handle is in lock position. The previous service condition of overheating is not relevant to the current complained issue of runs continuously when the handle is in lock position. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device has not been returned. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was returned to (B)(4) for evaluation. Investigation coordinated by synthes europe. Report received indicates the complained device was received with a blemished housing. The reporters complaint that the unit runs continuously was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.